Event description:
It was reported that the pt had high lead impedance and was to be referred for x-rays and lead revision surgery. X-rays were taken and reviewed by the MFR. Upon review, there were no anomalies noted that could be contributing to the reported high impedance; however, an unpronounced lead discontinuity cannot be ruled out. The pt underwent revision surgery on (B)(6) 2011. Attempts for further info and product return have been unsuccessful to date.